Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an escherichia coli (e.coli) infection, manifested by stomach ache and turbid solution in the drain bag. On the same day, the pt was hospitalized for the events. Three days later, the pt began treatment for the infection with amikin (ip(intraperitoneally), 400 mg, once daily). At the time of this report, the patient was still hospitalized. It was reported that the cause of the events might be due to the patient's home sanitation. One day after onset, the pd solution became ¿more clear¿. At the time of this report, the pt was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.